Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. An attempt to download the product code was unsuccessful. The patient was non dependant. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.